Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of an acute intracranial hemorrhage could not be conclusively established through this evaluation. The submitted computed tomography photo was consistent with the report of an acute intracranial hemorrhage with a large intra-axial hematoma supratentorially on the right. The submitted log files contained data from (B)(6) 2020, through (B)(6) 2021, and found that the pump operated at the set speed without issue while the driveline was connected. Events consistent with the report of removal of device-support were captured on (B)(6) 2021, as both power cables were disconnected along with the driveline, stopping the pump. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The relevant sections of the device history records for heartmate 3 lvas serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2021-00060. It was reported that the patient was found unresponsive on (B)(6) 2021. The patient's relative went to check on patient during the night at approximately 04:00 to change the heartmate batteries and was unable to wake patient. Patient's relative didn't report this to anyone else until late in the morning. 911 was contacted and emergency medical services brought the patient in to the emergency room (ER) with an assessment of non-reactive pupils. The patient had been implanted on (B)(6) 2020 for presumed nonischemic cardiomyopathy. Upon examination in the ER, the patient was warm and pump parameters were within limits. An electrocardiogram revealed no s-t interval elevation and sinus tachycardia at 113 beats per minute. The patient had a supratherapeutic international normalized ratio. A computed tomography scan of the patient's head revealed an acute intracranial hemorrhage. Do not resuscitate status was confirmed. Support from the heartmate device was discontinued on (B)(6) 2021 at 13:59 and the patient passed away. The device will not be returning.